Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? The primary procedure was for a small bowel obstruction. If you¿re asking about the indications for the re-op, I have new information to report. Originally, the surgeon indicated that a re-operation was performed. However, he recently clarified that the patient received an additional procedure (not technically a re-op). The re-procedure was placement of a drain with percutaneous method. Did the patient receive any chemotherapy or radiation prior to the procedure? No what was the product code of the stapler used in the primary procedure? Pcee60a if stapler code is unknown, can you confirm if device was powered or manual? Powered was buttressing material utilized in the primary procedure? No if so, which product? N/a were any staple formation issues noted in the primary procedure? No where along the staple line did the leak occur? Not identified since the patient wasn¿t re-opened for the re-procedure. Were any staple formation issues noted in the reoperation? Not identified since the patient wasn¿t re-opened for the re-procedure. What is the current patient status? Discharged approx 7 days post-op from the primary operation.

Manufacturer narrative:
(B)(4) batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any chemotherapy or radiation prior to the procedure? What was the product code of the stapler used in the primary procedure? If stapler code is unknown, can you confirm if the device was powered or manual? Was buttressing material utilized in the primary procedure? If so, which product? Were any staple formation issues noted in the primary procedure? Where along the staple line did the leak occur? Were any staple formation issues noted in the reoperation? What is the current patient status?

Event description:
It was reported that during a small bowel resection procedure, upon transection of the small bowel, the staple lines were dry. After working on different anatomy, the surgeon returned to the previously transacted staple lines and pointed out that they were oozing. Cautery was used to control the bleeding. A j-j anastomosis was performed. The internal staple line appeared dry. The patient was closed. Three days¿ post-op the patient developed a leak at the j-j. No intervention was required at the time of surgery, since all appeared fine. There was a re-op.